Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an itchy rash under the garment. The patient's physician advised the patient to remove the lifevest for periods of time and prescribed the patient a cream and medication for the rash. The patient's physician advised that the rash was mainly due to the heat and the patient's subsequent sweating. Follow-up indicated that the rash had improved.